Manufacturer narrative:
Additional information has been updated with b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that caller states the controller will be charging the ins and will turn of saying finished at about 40% even though the controller is showing high battery level left in battery controller. Caller states it takes about 4 hours of charging resetting the controller because the screen has frozen or the controller gets stuck on checking recharger. Caller states they have been dealing with this so long and are requesting replacement. Pt has no falls or trauma and state they see no visual damage of the external devices. Agent reviewed if replacement does not resolve the issue, they will need to follow up with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Agent reviewed with caller for documenting purposes the issue they reported had not been resolved prior so agent replaced both rtm and controller at the same time. Agent reviewed if replacing both devices did not resolve the reported issue. Caller called to thank agent for replacing the controller and the rtm because it has seemed to resolve the issue. Patient rep called back and requesting to speak to the previous representative. Patient rep mentioned received the replacement equipment and working fine. Patient rep mentioned they need help in adjustments. Agent connected the call to previous agent. Caller asked about how to get in touch with the mdt rep. Agent reviewed rep role and redirected to dr.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of ins charging issue, is unknown. The x-ray showed that everything is in perfect position. The issue has not yet resolved. It works sometimes but mostly not the way it should.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type programmer, patient product ID 97745nt serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was going blank and unresponsive when trying to charge the implanted neurostimulator(ins). Caller stated the issue has been going on for a couple months and seems to be getting worse all the time. Caller mentioned they spoke to medtronic representative over the phone this morning and was told to call for a replacement controller. Caller also stated they reset the controller this morning but that did not resolve the issue. Caller also stated that it would take really long to charge the patient's ins because it would intermittently stop charging and the controller would go blank and unresponsive. Patient(pt) rep stated it took them 2 and a half hours to charge the patient's ins from 40% to 80%. During the call patient services (pss) walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powered on. Caller inserted the battery and confirmed controller was charging with a green blinking light. Caller confirmed no visible damage to the recharger. Patient rep no longer had time to troubleshoot because they had to go for a doctor's appointment. The issue was not resolved. Due to the issue getting persistent. A replacement recharger telemetry module (rtm) was sent out. The caller called back in stating they received the recharger but the issue still persisted. The controller still went blank and unresponsive when recharging the implantable neurostimulator (ins) . A replacement controller was sent out. Pt rep from this case called back stating pt is still having issues charging the ins even after receiving new equipment. Pt stated last thursday, the ins charged to 90% and then after 30 minutes, the ins dropped to 40%. Pt rep stated then, the ins would not charge past 40%. Pt rep stated the ins has not been charging more than 40% at a time. Last night, the ins charged right up without issue. Pt rep stated sometimes ins charging takes hours and hours. During time of the call, the pt was sleeping. Pt rep denied any pt falls/trauma. Agent asked - pt rep stated the pt charges ins with stimulation on. Pt rep stated the pt had x-rays awhile back to see if anything has moved but, everything was perfect. Agent recommended to monitor ins charging with stimulation off. Agent redirected to healthcare provider (hcp) if pt continues to have issues charging the ins.